Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited black residue stuck inside channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. No physical damage was observed at the locations where the foreign material was found and its unknown whether there was deviation from IFU in reprocessing steps on the location where foreign material remained. However, the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: tjf-q190v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device and tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Correction to e2/e3 for information inadvertently left out of previous report.